Event description:
During a follow up, the physician noted an increase in threshold. It was observed that the lead had perforated. Physician elected to explant the lead, and was replace with no consequences to the patient.

Manufacturer narrative:
Na